Event description:
A medwatch (enclosed) was received that indicated "during removal of a rectal polyp, the insulation on the cautery tip extender split, resulting in arcing and a small skin burn to the abdomen. The surgeon said no treatment was necessary.